Event description:
The procedure was to treat a heavily tortuous, heavily calcified lesion in the circumflex artery. The patient was admitted for a graft study; native 3 vessel coronary artery disease and occluded venous graft. The lesion was crossed with a balance heavyweight (bhw) guide wire and the lesion was pre-dilated with 2.5 x 15 mm and 3.5 x 15 balloon catheters. Then a 3.5 x 33 mm xience xpedition was attempted to be advanced but failed to deliver, even with the help of a guideliner and a buddywire, and the proximal struts of the stent became distorted. Another non-abbott stent was delivered and deployed successfully. A 4.0 x 12 mm nc trek balloon catheter was advanced for post-dilatation of the stent but while advancing the balloon catheter in the guiding catheter the shaft broke [separated]; therefore, the stent was post-dilated with another balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.